Event description:
It was reported that the patient¿s blood glucose levels rose to greater than 400 mg/dl (22.2 mmol/l) while wearing the pod between 5 and 24 hours. The patient reported that the pod was leaking during wear and they experienced ketoacidosis. There was no medical assistance required. The patient was able to resume treatment. The device evaluation found a tear in the cannula.

Manufacturer narrative:
The download data shows an 0x9b alarm indicating it has been more than 5 minutes after the continuous glucose monitor deactivation without receiving a pod deactivation command. No timeouts or drive stalls were observed. The alarm did not contribute to the reported event. The exposed portion of the soft cannula was found to have a tear and caused a leakage, as fluid was observed exiting the tear. It could not be determined when the tear occurred or if it contributed to the reported event. No other damage or defects were found with the device, and the cause of the event could not be conclusively determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.